Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient could not move their limbs after the implant procedure. The device was removed and the symptoms have resolved.